Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation; asthma (new or worsening); lung disease; cancer. No other clinical information or medical interventions were repor ted. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose irritation, asthma (new or worsening), lung disease, cancer. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an small amount of dust-like contaminant was observed on the top enclosure, front panel, and rear panel. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.